Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the device will not boot. During troubleshooting, fse found marathon ups in the m cabinet was not providing power to the system and also the kvm switch power cable in the cy box was bad. Fse rewired to bypass ups and replaced marathon ups, sbc board along with the kvm switch power cable in the cy box. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips.